Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic and inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 7:00 pm. The patient reported obtaining what he felt was an inaccurate high blood glucose reading of ¿187 mg/dl¿ with the subject meter and blood glucose readings of ¿51, 121, 108, 123, 187 and 127 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages his diabetes with insulin (self-adjuster). In response to the alleged inaccurate results, the patient reported administering an increased dose of insulin (lantus 40 units from 20 and novolog 14 units from 10). The patient claimed that 30 minutes after the alleged issue started he began to feel ¿hot and sweaty.¿ there was no report of medical treatment/intervention received as a result of the alleged issue. No other device was used for testing. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test on the subject meter and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.